Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not receive the high blood glucose alert. The customer's blood glucose level was 266 mg/dl. The customer adjusted the pump settings.